Event description:
A filter did not open after deployment. A second filter was successfully placed with no pt complications. This product remains implanted and is not available for evaluation. Follow up revealed that post films were not taken and continual flushing of the carrier system duyring the implant procedure was not performed. Co believes these events may have contributed to this event.

Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineering eval indicated the filter was not returned. The delivery system was returned in a released position and a guidewire was returned in a hoop. Since the filter remained implanted a thorough eval could not be performed.